Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional test identified the reported condition as a leak, streaming water. Magnified inspection of the leak location identified a puncture; the puncture shape and clean cut indicates a puncture by a needle cannula. Further inspection observed, the manual add port cap had been removed, and the manual add port septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have the wall cracked on the lower flat surface of the back side near the fill ports . Where in the process the damage was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.